Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery and uninterruptible power supply (ups) needed to be replaced. The system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. Analysis found the ups had blown fets. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system was booting inconsistently. When the system was turned on, it would appear not to boot, however the fans could be heard. When the system was disconnected from power, reconnected, and then turned on again, it would boot without issue. This issue was noted outside of a procedure, and there was no patient involvement.